Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported they received lower readings on the adc freestyle libre reader compared to the hcp hospital meter. On (B)(6) 2018, the customer stated she received a low reading compared to her feelings of hyperglycemia described as muscular body pain, abdominal pain, nausea, and vomiting and found herself to be incapacitated to act and lost consciousness. Her husband called 911 and was transported to the hospital. The sensor scan results obtained were 76mg/dl and 77mg/dl compared to 400mg/dl and 500mg/dl respectively on the hospital meter. The customer was diagnosed with dka and was treated with IV fluids, insulin infusion(dose unknown), domperidone (dose unknown), sodium aalginate (dose unknown), sodium bicarbonate(does unknown) and omeprazol(dose unknown.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received lower readings on the adc freestyle libre reader compared to the hcp hospital meter. On (B)(6) 2018, the customer stated she received a low reading compared to her feelings of hyperglycemia described as muscular body pain, abdominal pain, nausea, and vomiting and found herself to be incapacitated to act and lost consciousness. Her husband called 911 and was transported to the hospital. The sensor scan results obtained were 76mg/dl and 77mg/dl compared to 400mg/dl and 500mg/dl respectively on the hospital meter. The customer was diagnosed with dka and was treated with IV fluids, insulin infusion(dose unknown), domperidone (dose unknown), sodium alginate (dose unknown), sodium bicarbonate(does unknown) and omeprazole(dose unknown.) There was no report of death or permanent injury associated with this event.